Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a morcellator was utilized. It was reported that on (B)(6) 2010, the patient underwent an end-to-end anastomosis, bilateral pelvic and aortic lymphadenectomy, omentectomy, tumor debulking, right diaphragm resection, appendectomy, proctosigmoidoscopy, excision of anterior abdominal wall tumor, mobilization of splenic flexure and wedge resection of liver tumor. It was reported that the patient had a left subclavian power port and mediport inserted on (B)(6) 2010. It was reported that the patient underwent a laparotomy, extensive enterolysis, excision and biopsy of multiple nodules, small bowel resection and venous port removal on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2016. (B)(4): the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2005, and on (B)(6) 2010, and a morcellator was used. It was reported that the patient was diagnosed with papillary serous carcinoma of left ovary. It was further reported that the patient underwent a tah, small bowel resection, repair of large bowel, extensive enterolysis and rounds of chemotherapy. No additional information was provided.